Manufacturer narrative:
The evaluation of the returned section of the percutaneous lead confirmed an issue that would have potentially contributed to the reported alarm events. A section of the percutaneous lead approximately 8" long was returned for evaluation. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Examination of the lead found some breakdown of the braided shield approximately 2.5" from the metal connector. Removal of the clear bionate and braided shield revealed a breach in the insulation of the black wire approximately 2.5" from the meal connector. The wire damage appeared to be the result of cyclic flexing. There was no evidence of mechanical damage to the wires such as crushing or pinching. The remaining wires were unremarkable. If the exposed conductors of the black wire had contacted the braided shield while the patient was operating on tethered power, the resulting short to ground would have caused the reported events. These reported alarm events were confirmed through the evaluation of the submitted log file. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that there was a separation of the percutaneous lead distal end bend relief from the connector. A red heart/low flow alarm was initiated when the driveline was manipulated while he was attached to the power module. A "pump off" event was also noted. The patient will be transferred to another hospital and moved up to status 1a on the transplant list. The log file displayed elevated power events, low speed, and low flow events, as well as transient red heart alarms/pump stops during the -3 day length of the event log. The pump stop events occurred while tethered to a patient cable only. The manufacturer arrived onsite to evaluate the driveline and no broken wires were found while performing phase interrupter/continuity tests. An external percutaneous lead replacement was performed and all tests were passed.